Event description:
The complaint is reported as: "introducer/perforating needle was leaking blood at a junction/luer. A new cvc kit was needed to complete the procedure as blood was leaking and the guidewire could not be inserted. No harm was done to the patient but the procedure took longer than expected due to several attempts to use the first needle and having to open a new cvc set." The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "introducer/perforating needle was leaking blood at a junction/luer. A new cvc kit was needed to complete the procedure as blood was leaking and the guidewire could not be inserted. No harm was done to the patient but the procedure took longer than expected due to several attempts to use the first needle and having to open a new cvc set." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.